Manufacturer narrative:
The device ro 14 036 has been inspected for investigation purpose. The tests performed confirmed that a use error caused the observed issue. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software failure has been detected. The device stopped with an error message "fatal error". It has been reported that the surgery has been cancelled